Event description:
It was reported that the insulin pump alarmed an error during normal device use. The blood glucose reading was 192 mg/dl. The alarm occurred after the device had been stored for a period of time. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected errors or alarms were noted. The pump passed the self test and error tests. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratches on the reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.